Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate stated the customer's contour next link is not storing all of his blood glucose readings in memory compared to the logbook he has been keeping. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to him.